Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Device analysis noted that the void seal was broken. Customer applied material labels in the console was also noted. The serial number was nearly illegible and the turbine pressure control assy was loose. The console functioned properly. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for treatment. During preparation, upon turning on the console, it was noted that the rpm display was not working. No patient complications were reported.

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for treatment. During preparation, upon turning on the console, it was noted that the rpm display was not working. No patient complications were reported.

Manufacturer narrative:
(B)(4).